Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and was investigated. A complete analysis was unable to be performed, as the device was returned in a condition that prevented advancement of the delivery system into the sheath. A review of the lot history record was conducted and found no exceptions associated with this lot during manufacturing. A review of the complaint handling database was performed and identified no other incidents from this lot. The observed issue appears to be related to an operational problem that can contribute to the stent disruption that could cause interference between the sheath and the stent delivery system. The performance of these devices will continue to be monitored.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified mid iliac artery. A 10 x 39 omnilink elite stent delivery system was being advanced through a non-abbott 6f sheath when it stuck and when attempting to remove the catheter, the stent implant dislodged in the sheath. The stent was removed from the anatomy with the sheath. The omnilink box label states the catheter is compatible with a 6f sheath; however, the instructions for use (IFU) on the website states the catheter is compatible with a 7f sheath. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.